Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The patient was revised from competitor products to nexgen lcck. Operative notes from the revision surgery were returned for review. The knee was noted to function very well with full extension, full flexion, and no instability at 0 degrees and 90 degrees. The patella was noted to track well; however, the primary patella (not zimmer product) was not revised. It was also noted that excess soft tissue had formed between the bone and revised femoral component from the primary surgery. Immediate post op x-rays indicate a slight medial overhang of the tibial component in the ap view. It was also observed in the ml view that the femoral stem extension is not parallel with the shaft of the femur as indicated in the revision lcck instrumentation surgical technique. X-rays dated june 17, 2014 also show the medial overhang of the tibial component and the alignment of the femoral stem extension. Per the package insert, components from other knee systems should not be used with nexgen components unless expressly labeled for such use. The package insert also indicates that the risk of implant failure is higher with inaccurate component alignment or positioning. It appears that the noted tibial overhang caused or contributed to the reported patient pain. Reported event was confirmed by review of x-rays provided. Review of x-rays determined on postop lateral right knee x-ray, hyperextension of the knee is noted. On ap x-ray of the right knee, thin linear radiolucency is present at the lateral tibial tray cement-bone interface suspicious for loosening of the tibial component. Bones are osteopenic, which may be a risk factor for arthroplasty component loosening which may cause pain. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Medical products: lcck fem implant sz d-r, catalog #: 00599401492, lot #: 60921524; stem implant 12mmdx145mm, catalog #: 00598801012, lot #: 61686657; st prc tib plt size 5, catalog #: 00598004701, lot #: 61241745 and stem implant 12mmdx145mm 14, catalog #: 00598801012, lot #: 61507886. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2014-01194, 2648920-2017-00431, 2648920-2017-00430, and 2648920-2017-00432. Remains implanted.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient started experiencing pain, instability, "hole in the knee," and has to use a cane to ambulate approximately three months post-implantation. No revision procedure has been reported to date. No additional patient consequences were reported.